Manufacturer narrative:
No donor or patient sample was returned to immucor for investigation. No additional information regarding this event or patient outcome was provided by the customer. On (B)(6) 2024 an immucor used a retention sample of capture-r ready-screen 3 (cw) lot number e602 with 3 known negative in-house donor samples, 1 known positive sample (anti-m) and 1 known positive sample (anti-d). All known negative samples reacted negative as expected. The known anti-m and anti-d positive samples reacted positive as expected and resembled the pattern of an anti-m and anti-d respectively. The retention product performed as expected. This event may be sample related. The following label limitation may apply: "specificities of presumed significance, that are wholly igm in nature (ie, igm anti-k or igm anti-e) may fail to react in this assay." There are no more complaints of this nature logged on lot e602. No product malfunction was identified. The immucor internal reference for the associated record is pr# (B)(4).

Event description:
On may 7, 2024 a customer in italy reported receiving an unexpected negative antibody screen result on their echo lumena instrument.